Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented into the emergency room after receiving inappropriate therapy due to noise. Aborted therapy was also observed. The defibrillation was turned off. The patient was admitted for lead replacement.